Event description:
It was reported, that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer's blood glucose level was 160 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.